Event description:
An attempt to implant an endeavor rx drug-eluting stent was unsuccessful when the stent dislodged from the balloon. Patient lesion morphology and patient status is unknown. It is unknown what intervention was performed. The device was received for evaluation. The stent was returned in a syringe. The hypotube was bent, wavy and kinked distal to the strain relief most likely as a result of coiling. The tip of the device was slightly, but not excessively damaged, most likely occurring during the procedure. Crimp/bake impressions were evident on the uninflated balloon. Blood residue was present between the balloon folds. A clear liquid and a hardened crystallized substance were evident in the inflation lumen and the luer, indicating that the device had been prepped for use in the procedure. The first five stent segments were intact with the remaining segments stretched and deformed. The device passed initial mandrel movement testing with a 0.014" wire mandrel. The balloon of the device had not been inflated but the balloon folds were slightly disturbed. Stent crimp/bake impressions were clearly evident on the balloon confirming that the stent had been processed through the stent crimp/bake operations. It was not possible to measure the stent od on the damaged side of the stent. The middle stent od and the stent od on the other end of the stent passed specification. Review of manufacturing documentation confirms that there were no issues encountered during manufacturing that could have impacted on this event. Only limited information was received, therefore, it is not possible to determine what impacted on the stent dislodgement. Based on the damage to the stent and the disturbed balloon folds, it appears that the device encountered resistance, resulting in damage that impacted on the stent retention and the dislodgement. If excessive force was applied during handling of the device this may have impacted on the stent dislodgement. The stent dislodgement is confirmed as a damaged stent was returned with the stent delivery system. The balloon had not been inflated and the stent was no longer on the balloon. Manufacturing controls are in place to ensure that each stent is crimped as per specification requirements and that visual inspections confirm that each device meets specification prior to release from the manufacturing facility. The device was not identified as the root cause of the dislodgement. Details surrounding the events leading up to the stent dislodgement were not provided, therefore, the root cause of the event cannot be determined.

Manufacturer narrative:
(B)(4): evaluation results: (stent dislodgement). Conclusions: (insufficient information provided).